Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving an error alarm on the insulin pump during installation of a new infusion set. Customer reported that insulin was squirting out during the manual prime process. Customer stated that the insulin pump's drive support cap was sticking out. Blood glucose level was 200 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.